Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a cespace peek implant. The patient underwent an anterior cervical arthrodesis procedure and sterile cages were prepared for use. A tester was used with the applicable instruments. After a designated cage was opened and being tested, it was noted that the piece was not compatible; and the surgery was "stopped" while another device was opened. The new cage was implanted instead. It was noted that the incision had already been made and access to the spinal column available during the exchange of implants. Additional patient data was not provided.